Event description:
A home patient contacted baxter's technical service center regarding a system error 2367 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home patient was out of town and a supply bag fell off the table and became separated from the spike/port connection. The home patient stated that they then reconnected the same supply bag to the existing homechoice setup and treid to proceed with therapy. Baxter's technical service center was called the next day by the home patient and assisted the home patient in understanding what the system error indicated and that they should have set up with all new supplies to continue therapy. No patient injury or medical intervention associated with this incident, per the home patient.